Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the cap piercer assembly to resolve the issue. Beckman coulter internal identifier is (B)(4). The customer provided patient gender information. Other patient demographic information was not provided.

Event description:
The customer reported multiple erratic patient results were generated on the unicel® dxc 600 pro synchron system. Multiple analytes which includes na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide), calc (calcium), creatinine, bun (blood urea nitrogen) and glucose were affected due to cap piercer leaking on the system. The erroneous patient results were reported out of laboratory and later they were amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.